Event description:
It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the plunger did not fall back into place.

Manufacturer narrative:
Investigation summary: two samples received for investigation. Functional test were performed. Test included defects on molding for barrel, plunger rod and/or stopper functionality, volumetric accuracy, and plunger displacement. Based on the functional and visual tests carried out, results were satisfactory thus no defects were presented that affect functionality of the plunger. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the plunger did not fall back into place.